Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The device powers off with no low battery alarm when switching from ac power to battery. Corrosion was observed on the (B)(6) battery terminal and cable connector, which prevented the unit from powering on via battery power. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the device will not charge and will not run on battery power. The unit shuts off instantly when ac power is disconnected. There was no low battery alarm. No known impact or consequence to patient.